Event description:
The lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter had a power issue. The medical affairs specialist (mas) contacted the patient to obtain and verify information, however was unable to reach the patient by telephone. The mas mailed a letter requesting the patient contact medical affairs. The patient reported that on an unspecified date she attempted to test her blood glucose level with the reported meter but was unable to do so. The patient reported a battery issue with the reported meter. At the time of the incident the patient was experiencing symptoms of being tired, nauseated and sweating. The patient took no action following the use of the reported meter. The patient was taken to the hospital and received insulin treatment from the healthcare professional. It would have been helpful to determine the last time the patient successfully used the meter, what the readings were, what her normal expected blood glucose levels are, when the battery was last replaced, her medication regimen, who took her to the hospital, what her blood glucose results were at the hospital, and if she had a backup meter. The customer care advocate determined during the troubleshooting telephone call the patient did not have a replacement battery to install in the meter. The meter and test strips were replaced. This incident is being reported due to the patient was experiencing hyperglycemic symptoms, was unable to test her blood glucose level, had to transported to the hospital and received insulin treatment.